Manufacturer narrative:
Upon review of system logs medtronic engineering is unable to determine root cause since the logs did not provide any conclusive information into the behavior of the software and the behavior cannot be replicated. The reported issue has not reoccurred on this system since the initial allegation.

Event description:
A medtronic representative reported that while in a cranial procedure the stealthstation treon treatment guidance system exited twice. The first instance was during tracer registration and the second during navigation. Both times the site re-entered the software and navigation was continued. The surgeon completed the procedure with the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site.no parts or files have been received by the manufacturer for evaluation.